Event description:
Dr. (B)(6) was performing a needle biopsy on a patient with a very subtle lesion which was difficult to locate under ultrasound.  When the physician located the lesion, she used an achieve needle to get a biopsy.  However, after positioning the needle at the lesion, it misfired.  The physician performed a subsequent biopsy on the patient in the general area of the lesion.  However, she cannot be sure that she got the right area as the previous attempt created a hematoma. On (B)(6) 2012, the following additional information was obtained: the specimen the physician did get from the patient was sufficient. They were able to make a definitive diagnosis so they are satisfied with this.

Manufacturer narrative:
(B)(4). Investigation summary: a sample was not available for complaint analysis. Therefore, the reported condition could not be confirmed. No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition. The two probable causes of the issue that were identified during the investigation are as follows: the spring of the charging arm of the achieve device: the spring did not have the sufficient strength to return the arms of the device, causing the needle to not perform the second charge. "D" button in the upper case of the achieve device: the stylet was not able to be charged as the d button may have been weaker causing the stylet to get released. The following actions were proposed in the investigation: polishing the molds of the upper case achieve. Controls were established with the supplier in order to maintain a stable process and receive springs with consistent performance. Retrain all the personnel regarding the correct method to inspect the needles. Supplier corrective action notification (scan) to be sent to the upper case supplier. Modification of the work instruction/inspection procedure to include a picture of the charging arm gap in the device.